Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer successfully loaded a new cartridge and resumed insulin therapy. Subsequently, the pump was not logging data despite being in use. Reportedly, the cartridge alarms did not appear in the pump alerts and alarms history. Tandem technical support requested customer upload pump to investigate pump logs. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts and was unable to upload pump for investigation. Customer's blood glucose level was 240 mg/dl.